Manufacturer narrative:
This adverse event was reported in esg test system on 2023/07/04 (MFR report #: 3003775186-2023-01448). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
During a balloon angioplasty to treat a severely calcified right coronary artery with two sapphire ii pro otw balloons. Both balloons ruptured when inflated to 6 atmospheres (atm). The second balloon detached from the balloon catheter and became stuck in the lesion. Additional balloons were used to open the lesion, however, the detached balloon migrated to the distal patent ductus arteriosus in a small branch. No attempts were made to retrieve the detached component. The balloon angioplasty was completed with no other complications. The patient was stable. Additional information was received by e-mail: first email: 1. Pt stable and was discharged home next day. 2. 6 atm. 3. No, 6 atm on first and second balloon. 4. First balloon was removed from the body, second balloon was not. 5. Yes, second balloon burst. 6. Yes, because it stuck to the lesion. 7. No, very tight calcified rca on a pt with sever as in their 90's. 8. Only one balloon migrated the 1.0 otw. Second email : 1. Very calcified rca, with slight bend 99 percent stenosis. Turnpike lp could not cross the lesion. 2. Inflation pressures of first and second balloon were to nominal 6 atm. 3. Brands models and sizes of other balloons included several sapphire 1.0 x 10 otw, sapphire 2.0 x 10, (2) sapphire 1.0 x 10 rx, boston 1.2 push balloon, boston 1.5 x10 scoreflex nc 2.0 x 10. 4. The actual balloon was stuck in the lesion and came off the shaft of the balloon. The radio pake part of the balloon remained, then once we balloon and created a larger lumen it migrated to the pda and did not come out. 5. The 1.0 otw migrated to the pda. In this case two sapphire ii pro otw balloon catheters were utilized in an extremely tight and heavily calcified lesion since turnpike lp catheter was reported not to be able to even cross the lesion. The calcified lesions are known to have topography that can either puncture or bind/catch balloon material. From the case information, it is speculated that both balloons may have interacted with calcified lesion, causing them to rupture under rbp and unfortunately the second balloon was caught by the lesion after rupture and separated during removal, it is highly likely that unique patient lesion morphology including angulation and calcification contributed to this incident. However, details could not be ascertained as the device evaluation could not be performed. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring.